Event description:
It was reported that when using the bd pyxis medstation system unexpectedly stopped responding and displayed a blue screen, preventing users from accessing medications. This incident resulted in a delay of 20 minutes in dispensing medication to the patient, since the nurse was able to get the medications from the pharmacy and there was no patient harm. A technical support specialist tried to uninstall and reinstall the rss, but the issue still persisted due to the corruption of few files. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the c drive space in the rss was insufficient. A field service engineer verified the device was returned before the departure, and the medical application was launched. Replaced the hardwired to resolve the issue. After that, data sync was completed and auto login worked. The system functioned as intended after the field service engineer repaired the device.